Event description:
Per the field clinical specialist (fcs), approximately 3 years and 11 months after the transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien ultra valve, the patient underwent a valve-in-valve procedure using a 23mm sapien 3 ultra resilia valve due to stenosis. The patient was stable throughout.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; clinical code, type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of stenosis was confirmed based on the provided medical records. In this case, available information suggests patient factors (chronic kidney disease stage IV, hyperlipidemia) likely contributed to the event as medical records note a patient history of ckd stage IV and hyperlipidemia. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Upon reviewing the medical records, the transthoracic echocardiogram revealed an aortic valve (av) mean gradient of 37.6 mmhg with an aortic valve area (ava) vti of 0.6 cm2. The operative note indicated that the patient presented with recurrent acute on chronic diastolic heart failure exacerbation in the context of symptomatic bioprosthetic aortic valve failure. Under mac anesthesia, a 23mm sapien s3ur valve was successfully implanted in the aortic position via the right femoral artery approach. The procedure was successful, with no paravalvular leak, procedural complications, or edwards device malfunctions reported.